Manufacturer narrative:
The insulin pump was received unable to perform basic occlusion test and occlusion test due to completely broken reservoir tube lip. Also with intermittent bolus express, escape and act buttons response due to corroded keypad traces. However, the insulin pump had normal operating currents and passed unexpected restart error test, self-test, rewind test, displacement test, prime test and excessive no delivery test. The insulin pump had minor scratched lcd window, cracked battery tube threads, cracked case at reservoir tube window corners and missing the reservoir tube o-ring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's keypad was unresponsive. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was 463 mg/dl, which was treated with manual injection. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.